Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that she is having difficult time with her infusion sets and reservoirs. The customer stated that in the middle of the use they are filling up with bubbles and causing high blood glucose. The customer stated that she had to be hospitalized for one of the highs.